Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of call was 396mg/dl. It was stated that the customer has been off the insulin pump since it alarmed. Troubleshooting was performed. The programming, time, and date were correct, but then the device was stuck in a rewind loop. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.